Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients lead had migrated and was having high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead will be returned.

Event description:
It was reported that the patients lead had migrated and was having high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead will be returned.

Manufacturer narrative:
Sc-2317-50, sn: (B)(6), the returned lead was analyzed and analysis of the returned portion of the lead found no anomalies that could have caused the lead to migrate. However, IFU states that lead migration resulting in undesirable changes in stimulation and subsequent reduction in pain relief, is one of the possible risks of implanting pulse generator as part of a system to deliver spinal cord stimulation. Therefore, the probable cause selected is known inherent risk of device. With all the available information, boston scientific concludes that the lead have migrated was confirmed. Additionally, visual inspection revealed that the lead was cleanly cut into two pieces approximately 16 cm from the distal. The clean-cut damage is a result of a typical explant procedure and it is not considered a failure. No other anomalies were identified on the returned clean-cut lead.